Manufacturer narrative:
Device analysis report attached. This report is submitted on march 20, 2024.

Manufacturer narrative:
The explanted device is unable to be returned to cochlear for investigation due to recent regulatory changes. This report is submitted on august 28, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to electrode placement issue and poor outcome from the recipient. The recipient was reimplanted with a new device during the same surgery.